Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. A failure in sensing was also observed on the rv channel. Surgical intervention was later performed and a new system was implanted on the opposite side of the patient. This pacemaker was reprogrammed and remains in situ. The patient reported not feeling well but there were no additional adverse patient effects reported.